Event description:
(B)(6) 2014, the customer originally called customer svc and reported a hole in the diaphragm of her pump in style breast pump. (B)(6) 2014, the customer left a voice message stating that she has been hospitalized with mastitis and a staph infection.

Manufacturer narrative:
On (B)(6) 2014, the customer called and left voice mail stating she had mastitis. Customer just got out of hospital on (B)(6) 2014. She has been hospitalized twice with severe mastitis and staph infection. She has always had lots of problems breast feeding and doesn't think her mastitis is related to pump. The customer has seen a doctor and has been prescribed antibiotics. The doctor advised the customer to start pumping. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. (B)(6): breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.